Manufacturer narrative:
Device received with critical pump error (open book) due to moisture damage on the force sensor, battery tube, vibrator, keypad flex tail and electronic assembly noted. Unable to verify pump error 35 alarm noted due to critical pump error alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump had a broken force sensor was detected during seating or regular delivery. Customer blood glucose reading was 8.3 mmol/l. Troubleshoot was not completed. Troubleshooting cannot have completed because critical error showed. Insulin pump will be returning for analysis.